Event description:
It was reported that the patient underwent a spinal fusion surgery to treat spinal stenosis. Surgery consisted of laminectomy l2 through l5 with stabilization of l1-l5 using posterior instrumentation and rhbmp-2/acs. The patient subsequently returned for 3 more surgeries and developed foot drop, paralysis of the lower left leg, meningitis, and e-coli infection. It was reportedly then determined that the patient's dura was damaged in the operations. It is reported that another surgeon removed the rhbmp-2/acs where it had been placed and attempted to repair the dura. It is reported that the surgeon stated it would be impossible to repair the dura and patient was transferred to a rehab hospital for a total of 45 days hospitalization. At an unknown date in 2007, mris reportedly showed that several screws had loosened and 2 heads had broken off. It is reported that they cannot be repaired, because of the risk of e-coli infection from residual materials. Antibiotics have been given as a precaution against further e-coli reinfection. An evaluation visit within the last year shows that the screws continue to loosen more. Reportedly, the patient's neurosurgeon and infectious disease doctors both have stated that any surgery of any type could trigger the e-coli and that the results would be disastrous. Both physicians reportedly stated that the patient , "would not make it back from a second flare-up of the infection."

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # m110603aah and # m110605aae. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.